Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed through review of medical records. The information contained within this report does not alter previous investigation conclusion. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right hip revision procedure approximately seven years post-implantation due pain, discomfort, elevated metal ion levels, elevated metalion levels and loosening of the acetabular cup. During the procedure, excessive scar tissue was noted. The femoral head, taper adapter and the acetabular cup were removed and replaced. An acetabular liner was also implanted. No additional patient consequences were not reported.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2017-00842).

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately seven years post-implantation due pain, irritation and discomfort from the metal on metal hip. During the procedure, the metal on metal components were removed and a polyethylene liner was implanted. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.